Event description:
A home pt's nurse contacted baxter to report the home pt had expired in 2008, while performing peritoneal dialysis (pd) therapy on the homechoice machine in drain six of six. The nurse advised that the pt expired at home. The reported cause of death was cardiac/respiratory failure. It is unk if an autopsy was performed. The peritoneal dialysis (pd) nurse indicated that she did not think that the pt's death was related to the homechoice device or the dianeal solution. The pt started pd therapy in 2007. This complaint is related to the master complaint for the device.

Manufacturer narrative:
A request for the return of the sample has been made. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.